Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2023. The patient was discharged. The patient presented for a routine follow up with a new electrophysiologist (ep) physician. The physician reported that the closure device was canted and turned sideways in the appendage. There was also an approximate 2mm leak present. The patient was not symptomatic. No further information was available.